Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient initially reported the past 2 or 3 times they recharged it's "kind of acted funny for recharging". Upon further clarification it was determined that patient was referring to needing to recharge sooner than expected . The patient stated they have been experimenting with the 7 different programs. The patient stated the healthcare provider (hcp) start at program 2, 2.5 and stated that worked "pretty well", but then stated they changed to program 1 a few weeks ago because program 2 "wasn't working out the best for me". The patient stated since changing to program 1 when trying to charge "it will say there is no connection with the device"  and reported therapy showed it was off. The patient reported when they checked therapy status therapy was off and patient did not turn therapy off. The patient stated they had to turn therapy back on. The patient stated they changed to program 3 today because program 1 wasn't working the way they wanted it to. The patient then clarified they are getting good therapy relief, but stated therapy relief was not as good as they wanted it to be on program 2 and 1 so pt changed to program 3. The patient stated when they changed to program 3 it "stated it was not connected, no charge". The patient stated on program 1 today and last week it told patient therapy was turned off. The patient stated today before they changed from program 1 to program 3 patient saw therapy was off on program 1. The patient stated today when they saw therapy was turned off by itself their ins battery level was at 0%. It was clarified event date as "I think 3 weeks ago". The patient confirmed they were able to turn therapy back on and change to program 3. The patient  stated they are charging their ins now, but stated it is weird that their ins was at 0% today because patient stated they usually charge once per week and their ins battery is usually around 60-70%. The patient  reported they have been in and out of the bathroom today for an hour or more and stated when they are done they feel like they have to go more. Confirmed therapy is now on and can feel "buzzing" of stimulation. Reviewed battery level related to therapy changes. Agent did not ask about the circumstances that led to the reported issue. Pt will monitor symptoms and battery level now that therapy has been turned on.